Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have noted a trickling of blood form the stoma. The end user is unable to pinpoint the location of the bleeding but sees it trickle downward. The end user does not feel the stoma is coming in contact with the flange. The end user was advised on how to mold the stoma opening to fit his stoma because he has not been rolling the stoma opening back but has been pushing it back. The bleeding and continued initially but has since stopped. The end users subsequent outcome was not reported.